Event description:
An m101 fixator was applied for treatment of the patient's radius. Approximately one month into the treatment, one of the fixator clamps loosened up. Fixator was replaced with a new one in the doctor's office. The pt continued treatment with the new fixator.